Manufacturer narrative:
Device power up properly after battery installation. No blank display or display flash, white anomaly noted. Unit was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump went blank after changing the batteries. Customer¿s blood glucose was 92mg/dl. Customer stated that insulin pump¿s display did not return even after restart. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be returned for analysis.